Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Devices switching on automatically. There was no patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 21st february 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 24th march 2011 and performed to specification up to the 21st june 2015. During this time the device records 5 occasions in which the temperature was recorded below the minimum recommended stand-by temperature of 0°c with a low of -3.5°c recorded. On the 28th june 2015 the device failed the weekly auto self-test due to low battery, the user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led. The device was still in fault mode on the 27th april 2016, when information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to 29th january 2017. During this time the device records 5 occasions in which the temperature was recorded below the minimum recommended stand-by temperature of 0°c with a low of -2.3°c recorded. On the 5th february 2017 the device failed the weekly auto self-test due to low battery. The device was still in fault mode on the 2nd january 2018, when information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to 8th april 2018. On the 15th april 2018 the device failed the weekly auto self-test due to low battery. An additional four low battery fails were recorded during manual power cycles up to the 27th june 2018. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device and was manually power cycled. A ¿warning, low battery, device service required¿ message was given at shutdown and the status led continued to flash red. A test pad-pak was inserted into the device. The device passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the report fault could be attributed to membrane failure, due to storage outside of the indicated conditions. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The low temperatures recorded in the history log and the corrosion observed on the on/off button dome within the membrane would confirm the device had been stored outside of the indicated conditions. This would account for the breakdown of the tracks within the membrane. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine 350p.

Event description:
Devices switching on automatically. There was no patient involved.